Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot/serial number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a pvc procedure using rf, impedance issues resulted in a procedural delay. It was noted that there were high impedance values on the tacticath ablation catheter and the tacticath appeared to be covered with a sheath even though no sheath was used and the filter was disabled. Troubleshooting included adding a second dispersive patch, exchanging the tactisys quartz, exchanging the ampere-tactisys cable, exchanging the ampere-precisions amplifier cable, and exchanging the catheter. Adding a second dispersive patch lessened the impedance value, but high impedance persisted. The issue was determined to be related to a catheter configuration error which was resolved with installation. The procedure was completed with no adverse patient consequences.